Manufacturer narrative:
Inspection and testing found the image was lost temporarily during angulation due to short-circuit of the cable. In addition, the bending section cover was scratched, the adhesive on the bending section cover was chipped, the video connector was deformed and scratched, the video connector case was cracked, and the light guide connector was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image from the videoscope was visible but the lighting was not as expected. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the screen darkened when the tip of the videoscope was curved. This report is being submitted for the malfunction found during evaluation (temporary loss of image during angulation). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 23-mar-2022. This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation did not confirm any reported device problem as the subject device was not returned to olympus. Based on the investigation, possible causes may include the following: causes were failures of the image sensor unit, failures of the internal circuit board of the video connector unit, or failures of the video system center. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.